Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic for follow up when multiple non-sustained lead noise episodes due to post-paced t-wave oversensing were observed. Device was reprogrammed and patient will be monitored.